Event description:
A report was received that a patient's precision system was explanted due to an infection at the pocket site. The patient's symptoms consisted of headaches, lack of energy and sweat. The physician placed the patient on IV antibiotics and believes that a pre-existing condition of obesity could have contributed to the infection.

Manufacturer narrative:
Additional information was received that the patient's wound following the explant procedure isn't healing properly. The patient was put on a wound vacuum and is doing well.

Event description:
A report was received that a patient's precision system was explanted due to an infection at the pocket site. The patient's symptoms consisted of headaches, lack of energy and sweat. The physician placed the patient on IV antibiotics and believes that a pre-existing condition of obesity could have contributed to the infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-8216-50, (B)(4), description: artisan surgical lead with platnalock technology - 50cm. The explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.